Event description:
It was reported that while in the cath lab the balloon began to unravel when they were inserting it in a 9fr sheath not from the arrow kit. The staff reported that the one-way valve was removed prior the complete insertion. A second balloon was inserted with no problems. They were not complications noted and the pt remains in the ICU with intra-aortic balloon pump (iabp) therapy. Additional info received on (B)(6) 2010 from the sales rep stated "I was there last night right after the occurrence, I met with the doctor, it appears that the one-way valve was removed prior to insertion which caused the stuck in sheath situation. I was also able to follow the pt into the ICU where he was on pump doing well as can be expected. No complications resulting from the iab or pump." F/u info from the sales rep on (B)(6) 2010 reported that "the pt is off the iabp since sunday with no problems to report."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.